Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective stimulation due to leads are too far to the right. Surgical intervention was undertaken on (B)(6) 2024 wherein the physician attempted to insert a new lead but was unable to place the lead due to scare tissue. Patient has one lead implanted to address the issue.